Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. Additionally, pacing impedance measurements were noted to have trended high, however, were not out of range. During a routine device upgrade procedure, the lead appeared crushed/fractured through fluoroscopy. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.